Event description:
International affiliate reported that pt was seen at 3-6 weeks following orthopedic procedure for stitch abscess, described as pimples surrounding surgical site. Suture was used for subcutaneous site closure. Pt was admitted to the hosp for removal of suture.